Event description:
High pressure was experienced during the procedure. The unit continued to function although the flow decreased. The unit was changed out without incident. No pt injury or further complications occurred.